Event description:
On(B)(6) 2014 : external shock was delivered in the morning (to stop an atrial arrhythmia). The device was not sensing anymore afterwards. In the afternoon, the device was checked again. Normal device operations were observed.

Manufacturer narrative:
In previous follow-up MDR, was erroneous or missing: it should have been (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 : external shock was delivered in the morning (to stop an atrial arrhythmia). The device was not sensing anymore afterwards. In the afternoon, the device was checked again. Normal device operations were observed.

Event description:
On (B)(6) 2014 : external shock was delivered in the morning (to stop an atrial arrhytmia). The device was not sensing anymore afterwards. In the afternoon, the device was checked again. Normal device operations were observed.